Event description:
It was reported that the patient requested that the device be removed because it was "uncomfortable". The device was removed. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.